Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Oversensing and low impedance were previously observed in 2010. The lead was explanted.

Manufacturer narrative:
Analysis found several external and internal insulation abrasions with externalized conductors between 22.0-34.5cm, 13.9-17.1cm, and at 8.5cm from the distal tip. One conductor was fractured at 22 cm from the distal tip. The sensing cables were visible. The lumens between the pacing coil, the rv coil, and the sensing cables were broken at the same area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.